Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line. Unable to resolve. Air in line. Unable to resolve with prescribed troubleshooting. After multiple events and attempts at resolution, tubing and pump traded out. New pump and tubing seems to have resolved the issue. Impact to patient: interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication/fluids, vital signs compromised. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b. Braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Other actions taken increased vasopressor dose. Medication/fluid norepinephrine 055 mcg/ml.